Event description:
It was reported that the patient was undergoing removal of an ivc filter that had been placed at another facility three weeks ago. During the removal procedure, the recovery cone removal system worked well and removed the filter successfully. There was no difficulty noted while removing the system from the patient. Post-procedural chest x-rays performed to check on the status of a left pleural effusion, presumed to be due to a rugby injury prior to admission, allegedly identified a foreign body in the right neck area near the procedure access site. Upon a sonogram of the right neck, it was noted that the foreign body (assumed to be the radiopaque band from the introducer catheter) was 2-3mm below the skin's surface. The patient came back to i.r the next day and the physician removed the band through the same access site using a hemostat under local anesthetic. The removal was successful and the patient was discharged later that day.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.